Event description:
During set-up of the device prior to being used on a pt, the internal handles did not allow the associated defibrillator to discharge. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.